Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided a complete pump reset that resolved the issue, and the customer was able to successfully start their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.